Event description:
Varus/valgus numbers appeared off. CT landmarks appeared to be shifting. Doctor chose to make distal femur/proximal tibia cuts with the robot and then go manual. Tka case delayed for 15 minutes. This pr was generated for the second case of the day, referenced in (B)(4) for related issue. (B)(4).

Manufacturer narrative:
Follow-up #1 and final report submitted. An event regarding inaccurate ligament balancing during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 249 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2015 to present for similar reported events regarding inaccurate ligament balancing. Three other reported events were found (B)(4). Conclusion: session data from the case was reviewed. Areas of investigation that could impact limb alignment included CT landmarks, implant plans, array shifts, and bone registration. The data at this time shows that the mako robotic arm operated as expected. No system defect or malfunction is suspected.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Varus/valgus numbers appeared off. CT landmarks appeared to be shifting. Doctor chose to make distal femur/proximal tibia cuts with the robot and then go manual. Tka case delayed for 15 minutes. This pr was generated for the second case of the day, referenced in (B)(4) for related issue.